Manufacturer narrative:
Siemens has completed the investigation: the m-cart in question was performing, without any apparent systemic or sensor related errors in and around the time of the sample in question. The po2 sensor was recovering well, within aqc specifications. The po2 result in question was verified to be consistent with the sensor response. A po2 result close to ambient conditions, is an indication of air contamination. The likely source could have been a trapped bubble in the syringe or a microbubble on the po2 sensor. The customer has indicated, in their communications that the repeat sample may have been run without debubbling, the syringe after the previous sample. This investigation cannot determine, a definitive root cause for the discordant po2 result.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The paz and r1 files have been provided for investigation. Siemens service went on site and confirmed that the system was ready for use, all parameters were available and obtained the log files. Service checked the recent error messages and looked into the paz file. The customer stated they could not find any indication of problems with the measurement. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results for one patient on the rp 500e when compared to another rp 500e. There is no report of injury due to this event.